Event description:
Synovitis [synovitis]; right knee effusion [joint effusion]; total knee replacement [knee arthroplasty]; twisted knee [ligament sprain]. Case description: spontaneous report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unk with osteoarthritis (grade 3 in left knee and grade 1 in right knee). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was not provided. On (B)(6) 2003, the pt initiated treatment with first intra-articular synvisc (hylan g-f 20) injection of the first course in left and the right knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 2003, the pt experienced synovitis in both knees. On an unspecified date in (B)(6) 2003, the pt had right knee effusion for which 40 cc of blood tinged joint fluid was aspirated. On (B)(6) 2003, te pt received the second synvisc injection in the right knee. On (B)(6) 2003, the pt had a twisted knee. The pt was treated with xylocaine (lidocaine) and intraarticular betamethasone for the events of synovitis in both knees and right knee effusion. On (B)(6) 2003, the pt received the third synvisc injection. On (B)(6) 2004, the pt underwent total knee replacement of the left knee. On (B)(6) 2006, the pt underwent total knee replacement in right knee. The action taken with synvisc was not provided. The outcome for the events of synovitis in both knees, twisted knee, total knee replacement and right knee effusion was not provided. Concomitant medications were not provided. The intensity for the event of synovitis in both knees was moderate and was not provided for the events of right knee effusion, total knee replacement and twisted knee. The reporting physician assessed the relationship between synvisc and the event of synovitis in both knees as definitely related; unrelated with twisted knee and total knee replacement and did not provide with the event of right knee effusion. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
Additionally, the qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.